Event description:
It was reported that during use of a tibial nail system, the targeting jig did not properly align to target the proximal screws. The reporter indicated this misalignment occurred consistently, including when used with a reconstruction configuration, and requested replacement of the jigs. This report is for the additional event for "occurred consistently." Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G3/h10 notes: event was initially reported under the below MFR. However a new complaint had to be made to cover the additional event (2 reports were previously made for the same product ID under one complaint). This report is replacing that initial report and it should be voided. 0001822565-2025-04356. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.